Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reports, the teeth have more issues than before the byte treatment. Orthodontist advised to stop byte treatment, since there's gaps between upper and lower molars, crossbite, front teeth hit each other, when speaking and prevents proper chewing of food. Also noted, there's eminent danger of chipping a tooth and visible gum recession. Orthodontist determined, it's not safe to continue using the byte product on the basis, that a severe posterior open bite that is up to 2mm in some areas, ranging from teeth #3-8 and #11-15. And associated with a complex and unstable occlusion.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.